Event description:
It was reported that the patient presented for in-clinic follow up. An interrogation of the implantable cardioverter defibrillator revealed far r over-sensing exhibited by the device. Programming interventions were made. There were no patient symptoms reported.

Manufacturer narrative:
Further information was requested but not received.